Event description:
Boston scientific received information that this patient had experienced a syncopal episode at home. It is suspected that the episode was due to the patient being in atrial fibrillation (af) and working outside in the heat. The patient was instructed to complete a patient iniated interrogation (ppi). Following a review of the egms from the pii, the caller was inquiring as to why there was no shock egm on the presenting data, however; there was a shock in the stored egm's.

Manufacturer narrative:
A boston scientific technical services consultant discussed that for this device, the presenting egms will only show two channels and in a dual chamber device this will be the right atrial (ra) and the right ventricle (rv). Lead diagnostics appear to be normal with no out of range measurements. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.